Event description:
It was reported that the patient underwent a spinal surgical procedure at t2-8. It was reported that 2 weeks post-op the patient underwent a revision surgery due to cables loosening which allowed the rod to migrate. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.